Manufacturer narrative:
Further information from the reporter regarding the product has been requested. No additional information is available at this time. The event of device migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported the 1st device migrated back inside the anterior chamber against the xen®45 gts. Affected eye unknown. The device has been explanted and replaced with a 2nd xen. Healthcare professional reported after a 2nd xen implant, patient experienced intraocular pressure was of zero and were treated with visco elastic injection to the anterior chamber. The event resolved. Patient later experienced pain in the eye and had developed choroidals. The device remains implanted at this time. 2nd affected xen®45 gts has been captured under mrn 3011299751-2019-00142.